Event description:
On 12/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and had an elevated white blood cell (wbc) count. The patient was treated with antibiotic therapy with vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis event. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis could have been due to a breach in aseptic technique during the pd exchange. The patient is recovering from the peritonitis and continues pd with the same cycler.